Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the closed tip on hermetic lumbar catheter (ins5010) broke off when removed from the patient. No patient injury occurred and no medical intervention was required.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The hermetic lumbar catheter, closed tip (ins5010) was not returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies related to the reported failure were observed. Failure analysis - a package was returned from the customer for evaluation; however only an unopened veni-gard dressing was included. Therefore, a failure analysis is not possible because the broken catheter, or a photo of it, was not sent for evaluation. The complaint is considered unconfirmed. Root cause - the sample sent for evaluation did not include the broken catheter; only an unopened veni-gard was included in the sample. Therefore, a root cause determination is not possible since the complaint could not be verified.